Manufacturer narrative:
A fully constrained wallflex biliary rx uncovered stent was received for analysis. Visual examination of the returned device found the clear outer sheath was curved. The outer sheath was kinked, and was broken at the proximal end of the guidewire access port. Functional evaluation found it was possible to manually deploy the stent. After deployment, it was noted that the distal inner shaft was kinked. There were no issues noted with the stent and no other issues were noted during the product analysis. The noted damages to the device was likely due to anatomical or procedural factors, such as tight anatomy, encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that a wallflex biliary rx uncovered stent was to be used to treat a 2 cm malignant stricture caused by pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician tried to deploy the stent but the outer sheath broke close to the guidewire access port. The stent was removed from the patient fully constrained and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that a wallflex biliary rx uncovered stent was to be used to treat a 2 cm malignant stricture caused by pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician tried to deploy the stent but the outer sheath broke close to the guidewire access port. The stent was removed from the patient fully constrained and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.